Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer has been waking up with elevated blood glucose levels. Customer is insulin resistant. She uses the same settings that she used when she was on the animas pump. Customer increased her bolus delivery to stabilize her blood glucose level.